Event description:
I have been wearing the same contact lenses (johnson & johnson acuvue one day moist) for many years. These are daily disposable lenses you use a new lens in each eye everyday. This morning, I put a lens in my right eye, and everything was fine. When I put a lens in my left eye, it started to burn intensely. I immediately took the contact lens out, rewashed my hands thinking that I must have had something on them, and then rinsed the lens with contact solution. When I put it back in my eye, it began to burn again. I removed it and I threw it away. I started the process over with another lens from the box. The same thing happened. Thinking that there might be something wrong with my left eye, I took the contact from my right eye out and put it in my left eye. If the burning was being caused by something in left eye, it would have burned. However, the lens from my right eye went in my left eye with no problem and no burning. I think the two lenses that I tried to use in my left eye must have been contaminated with something. They were brand new unopened lenses, so I can't think of another explantation. Diagnosis or reason for use: near sightedness.